Manufacturer narrative:
The terminal segment of the electrode was returned severed 7.9 centimeters (cm) from the terminal pin. The returned portion of the electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies other than the severed condition. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that analysis of this electrode was completed.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. This report is being filed to update the d2 field.

Event description:
It was reported that this electrode was explanted. The product has been received for analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was placed in hospice care and no further actions are planned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a low shock impedance measurement of 29 ohms and a low out of range shock impedance measurement of 18 ohms following delivery of shock therapy. Boston scientific technical services (ts) discussed troubleshooting options. Tachycardia therapy was programmed off and the patient was scheduled for follow up with an electrophysiologist on a future date. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.